Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1, ipg, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance, oversensing, and variable thresholds. The lead programming was changed and the rv lead remains in use. The patient also suffers from twiddler's syndrome. No patient complications have been reported as a result of this event.